Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented via merlin.net with an alert that the pulse generator was in backup vvi mode. After a software download, the device resumed normal function. The device remained implanted.